Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the device hardware was not detecting the loss of battery energy. Device replacement was recommended. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. This device will not return for analysis.